Event description:
Printed article reads: "toll likely much higher than numbers indicate. The death toll on infusion pumps reported to the us food and drug administration is likely a fraction of the real number. Federal law requires hosp and mfrs to report all pt injuries and deaths related to medical devices to the FDA's medwatch program. There's almost unanimous agreement that compliance is minimal. 'It's mandatory, but nobody reports,' said hedy cohen, at the institute for safe medication practices, a philadelphia agency focused on tracking and preventing medication errors. What does get reported often is so scanty as to be of little use. Almost half of the FDA's infusion-pump-death reports identify no cause. In many of the cases, pump mfrs reported that the hosps and drs involved in the deaths refused to turn over important info, including autopsy reports. When a woman died after a dilaudid overdose on the lifecare pump in 4/99, the hosp involved refused to give abbott her toxicology or autopsy reports, or to release info on how the pump was programmed. Abbott didn't even learn of a death on another of its pumps, the provider pain mgmt pump, until two years after the fact, when an anesthesiologist facing a wrongful death lawsuit contacted a co sales rep asking for help in reading the pump's printed history. Abbott told the FDA in 4/99 that the dr refused to give the co any info about the 3/97 death, other than confirm it was an overdose of an unnamed drug."